Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial bilateral total knee arthroplasty on (B)(6) 2014. Subsequently, patient's left knee was revised on (B)(6) 2015 due to the locking bar unlocking from the tibial tray. The locking bar was removed and replaced.